Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10040. It was reported the pt ((B)(6)) was experiencing an uncomfortable heating sensation while charging her scs ipg. The pt was provided with the MFR's recommendations to avoid heat while charging to no avail. The pt was then issued a replacement charging system which resolved the reported issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.